Event description:
The customer reported that the insulin pump had a blank display and it was showing all the icons. Troubleshooting was performed. The customer stated that she has been out in the sun, but the device was in a cooler area. The battery was changed and the black display continued. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated to the liquid crystal display board. See scanned pages.